Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 25, 2007. Evaluation summary: the device evaluation was completed and the depleted battery condition was confirmed due to potentially damaged batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA. Service was conducted on-site.

Event description:
The device was serviced on-site. During service testing depleted batteries were found. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.